Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that, while showering, the patient and their caregiver twice heard buzzing sounds from the patient's ins lasting 20 seconds or so. The rep reported that the incidents occurred approximately 2 minutes apart and the symptoms did not worsen. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.